Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-348h-(B)(4): the glass cap is detached and returned; the glass cap is fractured at the glue zone; the glass cap exhibits a drilled through condition there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted; the fiber is blackened at the location of the fracture; the heat shrink tube is melted at the location of the fracture. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the "tip broken" was observed @ 62,911 joules of use and 10 minutes. The case was completed with a second fiber. Patient outcome: "ok" reported.